Manufacturer narrative:
The device was inspected and tested on 23rd may 2018. Within this inspection functional testing and visual inspection was made. Result: pmi product was mixed with a component by another manufacturer. Due to the fact that a skull clamp base by mayfield and an extension arm by pmi were combined as one skull clamp no save use of the device was possible. By combining these components there is a hight difference in the arms, which makes it impossible to archive an optimal pinning and to safely secure the patient in the clamp. Torque screw out of specification (too high). No contribution to the event. As two clamps were involved in this incident we decided to report both, second clamp is in MDR 3003923584-2018-00027.

Event description:
Customer sales was contacted by distributor on (B)(6) 2018. Distributor stated that there were two incidents in the same hospital, with two different skull clamps in which two patients got injured. On 23rd may 2018 the hospital stated there was a slippage with a skull clamp in which a patient got injured (laceration), there were two skull clamps involved in the incident but both were used on the same patient. This is the second of two related reports.